Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were exercising on a bike. Review of the system noted t-wave oversensing and changes in amplitude morphology measurements contributing to the delivery of inappropriate therapy. An untreated episode, as well as an atrial fibrillation (af) episode which was undersensed were also noted in the s-ICD memory. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.